Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having heart attack. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged having heart attack. The reported event of patient having a heart attack and its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Device provided airflow during therapy. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, suggesting a source external to the device. 1 instance of continue error was logged. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.